Manufacturer narrative:
The reported failures were not confirmed through analysis as the device passed testing. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a polarx, polarsheath and polarmap were used in a cryoablation procedure. Following successful ablation of the left side, the physician switched to the right side and the patient's blood pressure dropped a little. An ultrasound was performed and appeared normal. Right side ablation was continued, however the patient's blood pressure continued to drop. An ultrasound was performed again and was clear, however pericardial tamponade/effusion was observed, and a puncture was performed. The physician was unable to explain how the effusion came about. The patient outcome was not reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx, polarsheath and polarmap were used in a cryoablation procedure. Following successful ablation of the left side, the physician switched to the right side and the patient's blood pressure dropped a little. An ultrasound was performed and appeared normal. Right side ablation was continued, however the patient's blood pressure continued to drop. An ultrasound was performed again and was clear, however pericardial tamponade/effusion was observed, and a puncture was performed. The physician was unable to explain how the effusion came about. The patient outcome was not reported.